Manufacturer narrative:
(B)(4) date sent to FDA: 07/01/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 h3 analysis summary: an analysis of the product could not be performed since a physical sample was not received for evaluation, only an empty opened labeled winding former was received. The manufacturing records couldn't be reviewed as the batch number is unknown. H6 component code: g07002 - incomplete device return

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: could you please provide the lot number? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ug/m.

Event description:
It was reported that a patient underwent an unknown orthopedic surgery on (B)(6) 2021 and suture was used. The loop broke during use. There were no adverse consequences to the patient. No further information is available.